Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 30964220, batch no. 8318823. It was reported that during use of the bd syringe¿ 10 ml ll w/ndl blood had leaked past the stopper in the syringe. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: some of our customers are having some issues with this syringe. When they push the heparin and pull back, blood is coming through the black stopper.

Event description:
Material no. 30964220 batch no. 8318823. It was reported that during use of the bd syringe¿ 10 ml ll w/ndl blood had leaked past the stopper in the syringe. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: some of our customers are having some issues with this syringe. When they push the heparin and pull back, blood is coming through the black stopper.

Manufacturer narrative:
H.6. Investigation summary: photo received for investigation, upon observation the blood sample is filtered beyond the syringe cap. Additionally, twenty retention samples were visually and functinally evaluated to verify if the defect is present. Testing included leakage and dimensional molded components, no defects were present. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During the documentary review of the manufacture of the syringe no problems were presented regarding the defect reported by the customer, additionally the functional proof of leakage was compliant, the defect that the client reports was not presented. Supplier will be notified of complaint, to further evaluate measurements methods and processes that could cause the defect.